Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and the lead insulation was cracked and broken. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.